Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient was below targeted temperature (tt) and arctic sun device had stopped and was not warming the patient. Pediatric patient with 4 pads connected and good coverage. Patient temperature (pt) started at 30.3c and increased to 30.4c but then dropped to 29.8c. Current patient temperature (pt) was 30.6c, targeted temperature (tt) was 32c, water temperature (wt) was 40.1c, water flow rate (wfr) was 3.6 l/m. Rectal probe in place. Had them read alerts or alarms, alert 51 (patient temperature (pt)1 below control range) x 5, alert 109 (esophageal probe recommended) x 2, alert 11 (patient temperature (pt) 1 below low patient alert) x 3 and alarm 14 (patient temperature (pt) 1 probe out of range) at 14:09. Advised alarm 14 stopped therapy because there was no patient temperature (pt) input which was required to run therapy. Encouraged them to check cable connections to probe and device. Also encouraged them to make sure probe has not been displaced. Patient temperature (pt) now 30.8c and water temperature (wt) was 40.5c. Added bair huggers and blankets. Advised device was operating as expected and trying to get patient to the targeted temperature (tt). Encouraged them to pay close attention to any red alarms as these stop therapy. Also encouraged them to call back with any questions or concerns. Pediatric patient in rewarming. Patient rewarmed from 32c to 33c at 0.5c/hr. Set to warm to normothermia, but now patient temperature (pt) dropping into the 20s. Rectal probe in place. Swapping out to esophageal probe already and patient temperature (pt) registering at 32c and confirmed with axillary but then jumped down to 30.4c. Encouraged them to swap out temperature in cable since alternate source correlates and patient temperature (pt) dropping largely in a matter of seconds. Advised to call back with any questions or concerns. They are treating a patient with device. They had trouble with the probe and temperature in cable earlier. The rectal probe was out, and the cable was faulty. Currently a rectal probe was connected to the bedside monitor reading 33.6c and the esophageal probe was connected to the bedside monitor reading 33.5c. The temperatures were stable since replacing the temperature -in cable. As they were behind on rewarming, they have orders to rewarm at 1c/hr and wanted to know how to do that. Explained the device was only able to program a controlled rewarm rate as fast as 0.5c/hr. Rewarming at max would get the patient to target as quickly as possible. Discussed risks associated with a rapid rewarm.

Manufacturer narrative:
Investigation result: no 20039e7ds sample was available for investigation. The customer reported that the affected sample was from lot ta240428 and that "a flow rate of over 900 ml/h is not possible with a syringe pump." "If a bolus above 900 ml/h is administered, the pump reports an occlusion. If the smartsite extensions are removed, a bolus with a lower flow rate is possible. However, the smartsite extension is prescribed by hygiene regulations. This has been the case since the switch from b. Braun to bd devices. With b. Braun devices, flow rates of up to 1800 ml/h would be possible." As part of the investigation, the customer provided photographs of the samples' packaging. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot ta240428 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note the 20039e7ds has a tubing bore size of 1mm, this tubing bore is considered microbore tubing; therefore the smaller bore of the tubing means that a higher resistance is placed upon the fluid during infusion, which can translate into an increased force being required to manually prime or inject into the infusion line. Therefore during high rate infusions, it may be necessary to increase the occlusion alarm threshold of the pump in order to prevent false occlusion alarms. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e7ds set in the past 12 months.

Event description:
It was reported that the nurse stated that the patient was below targeted temperature (tt) and arctic sun device had stopped and was not warming the patient. Pediatric patient with 4 pads connected and good coverage. Patient temperature (pt) started at 30.3c and increased to 30.4c but then dropped to 29.8c. Current patient temperature (pt) was 30.6c, targeted temperature (tt) was 32c, water temperature (wt) was 40.1c, water flow rate (wfr) was 3.6 l/m. Rectal probe in place. Had them read alerts or alarms, alert 51 (patient temperature (pt)1 below control range) x 5, alert 109 (esophageal probe recommended) x 2, alert 11 (patient temperature (pt) 1 below low patient alert) x 3 and alarm 14 (patient temperature (pt) 1 probe out of range) at 14:09. Advised alarm 14 stopped therapy because there was no patient temperature (pt) input which was required to run therapy. Encouraged them to check cable connections to probe and device. Also encouraged them to make sure probe has not been displaced. Patient temperature (pt) now 30.8c and water temperature (wt) was 40.5c. Added bair huggers and blankets. Advised device was operating as expected and trying to get patient to the targeted temperature (tt). Encouraged them to pay close attention to any red alarms as these stop therapy. Also encouraged them to call back with any questions or concerns. Pediatric patient in rewarming. Patient rewarmed from 32c to 33c at 0.5c/hr. Set to warm to normothermia, but now patient temperature (pt) dropping into the 20s. Rectal probe in place. Swapping out to esophageal probe already and patient temperature (pt) registering at 32c and confirmed with axillary but then jumped down to 30.4c. Encouraged them to swap out temperature in cable since alternate source correlates and patient temperature (pt) dropping largely in a matter of seconds. Advised to call back with any questions or concerns. They are treating a patient with device. They had trouble with the probe and temperature in cable earlier. The rectal probe was out, and the cable was faulty. Currently a rectal probe was connected to the bedside monitor reading 33.6c and the esophageal probe was connected to the bedside monitor reading 33.5c. The temperatures were stable since replacing the temperature -in cable. As they were behind on rewarming, they have orders to rewarm at 1c/hr and wanted to know how to do that. Explained the device was only able to program a controlled rewarm rate as fast as 0.5c/hr. Rewarming at max would get the patient to target as quickly as possible. Discussed risks associated with a rapid rewarm.